Event description:
A 78-year-old male was treated for an occlusion at the right ica (internal carotid artery) m1 segment. The zoom 88 access catheter was inserted into an 8 french (fr) sheath through a third-party rhv (rotating hemostasis valve). The third-party rhv was reported to have a smaller inner diameter 0.096" (2.44mm)/7.3fr than the zoom 88 catheter outer diameter of 0.110" (2.8 mm)/8fr. During the introduction, the zoom 88 became stuck in the rhv and the catheter broke. The location of the break is approximately 15cm from the distal end of the zoom 88. The rhv and zoom 88 were removed. The separated segment remained inside the rhv and did not enter the patient. A balloon guide catheter was used to continue with the procedure. The clot was successfully removed. The patient was reported to be in stable condition. No patient sequelae were reported.

Manufacturer narrative:
The zoom 88 catheter was returned for investigation. The catheter was received broken into two segments with the distal segment stuck in a third party rhv. Investigation demonstrated complete separation of the catheter segments and suggested that an axial force was applied during the procedure, breaking the device into two segments. The distal segment break location of the catheter was just proximal to the rhv opening and had a section of coils with minimal stretching of catheter materials. The proximal segment break location showed a clean break with minimal stretching of catheter materials at the break location. Based on the information provided and investigation of the returned device, the break resulted from inserting a larger size catheter into a smaller internal diameter rhv. The manufacturing records for the zoom 88 were reviewed and demonstrated that the product met all the design and manufacturing specifications.